Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient received radiation treatments in (B)(6) of 2014. After a device software download, normal function was restored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.